Event description:
On (B)(6) 2025 the user and caregiver reported receiving alert 42 (current sense circuit failure) while the ilet device battery was below 50%. The user was not performing a supply change at the time of the alert. The agent instructed them to charge the ilet and restart the device. The user's caregiver later confirmed the alert cleared and the device resumed normal function. No blood glucose impact, symptoms, or medical intervention were reported.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.